Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter. It was reported that during the procedure, every time they came on ablation, they had high force (catheter clashing icon). Prior to ablation, the force was around 6-8g. On fluoroscopy the catheters/sheaths were nowhere near each other. They tried a few different locations but also came up with high force. They exchanged the cable and then the catheter to resolve the issue. There was no patient consequence reported. Complaint catheter was inspected and it was found with red color in the pebax. Then, during the second visual, it was found with a hole on the pebax and reddish-brown material inside with exposed internal parts. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted the returned condition of the pebax had a hole with internal components exposed. Initially it was reported that during the procedure, every time they came on ablation, they had high force (catheter clashing icon). Prior to ablation, the force was around 6-8g. On fluoroscopy the catheters/sheaths were nowhere near each other. They tried a few different locations but also came up with high force. They exchanged the cable and then the catheter to resolve the issue. There was no patient consequence reported. The high force was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation on january 2, 2020 and noted that there was red material in the pebax. This issue was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. During additional assessment on january 21, 2020, the pebax was found with a hole and reddish-brown material inside. Internal components were exposed. The biosense webster, inc. Product analysis lab finding of the hole in the pebax with internal components exposed was assessed as a reportable issue. The awareness date for this issue is january 21, 2020.